Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the wash collar waste valve to resolve the issue.

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained false low creatinine (cr-s) and false high vancomycin (vanc) results for two (2) patients involving the unicel dxc600i synchron access clinical system. The results were reported out of the laboratory. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.